Manufacturer narrative:
This event occurred in (B)(6). Qc passed on the meter. The test strips were requested for investigation. The customer returned the test strips. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: specified target range 2.5 - 3.1 inr: qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.7 inr. The result from the laboratory was 4.2 inr. On (B)(6) 2020 the result from the meter was 3.9 inr. The result from the laboratory was 2.78 inr. The samples for the meter and laboratory results were obtained within a few minutes. The patient¿s therapeutic range was 2 ¿ 3 inr.